Event description:
The customer reported that the device failed operational check, had charge/shock failures, and pacer failure messages.

Manufacturer narrative:
(B)(4). The customer reported that the device failed operational check, had charge/shock failures, and pacer failure messages. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.